Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad and a second endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the right posterior descending. At the 30 day, 6 month and 8 month follow up, the patient was free of symptoms. Just over 1 year post the index procedure, the patient is reported to have suffered melena and bleeding. The investigator has indicated that there is no relationship between the event and the stent. The patient stopped taking plavix and is in re-mission.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).